Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter detachment from the connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received detached from an assembled two-piece connector. The catheter included the 50cm through 25cm depth markings. The distal segment including the valve and tungsten tip was not returned for evaluation. Microscopic inspection of both ends of the returned catheter segment revealed regular striations and a glossy veneer. Following longitudinally bisection of the distal connector segment, inspection of the compression sleeve confirmed that it was advanced into the narrow region of the bore. No catheter was evident within the connector bore. The end features of the catheter were consistent with sharp instrument cuts. Additionally, the connector was assembled without evidence of catheter passage through the compression sleeve. It appeared that the catheter was not fully inserted through the distal connector segment prior to connector assembly, leading to catheter detachment. The product IFU provides instructions for proper catheter/connector system assembly. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on the next day of the date of the placement, the catheter came off from the connector. The operator cut the catheter and connected it with another new connector.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on the next day of the date of the placement, the catheter came off from the connector. The operator cut the catheter and connected it with another new connector.